Event description:
The device was used during an unspecified procedure. Reportedly, the device fired but the staples failed to hold and the staple line had come. The hosp has reported no pt injury occurred.